Manufacturer narrative:
Field service engineer (fse) went on site to repair this device. The cracked lid and warning label were replaced. Equipment repaired and verified according to other equipment manufacturer instructions . Software attributes were verified and confirmed. The covers of the device were not removed, so an electrical safety check was not required. Customer is only going to wash one scope at a time going forward. Evaluation is ongoing. Supplemental report(s) will be submitted when any information is available.

Event description:
As reported for this event, during reprocessing, the technician was reprocessing two scopes at the same time and cracked the lid of the device. There is no patient involvement. The staff was trained and experienced in using the device.

Manufacturer narrative:
This supplemental report is to inform, that upon further review. This is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.